Event description:
It was reported that an ilet pump became unresponsive and would not unlock while the user was at school, with no reported effect on blood glucose and no screen damage observed; troubleshooting guidance was provided to perform a hard restart via the app. Symptoms included no adverse clinical effects reported by the user. Outcomes included no reported impact on health or need for medical care. Investigation included remote troubleshooting and user education. Investigation of this case revealed a suspected user interface or software lockup with the pump¿s screen remaining intact and no alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was likely a transient software malfunction that can be resolved with a device restart.

Manufacturer narrative:
Investigation description: complaint confirmed. The device was received without a screen protector but powered on and the screen was legible and undamaged. However, the touchscreen was not responding to user inputs. The device was opened and no loose or damage components were visible. The display assembly was substituted with a reference display assemble and functioned normally. The device was able to be unlocked and menus were able to be navigated. The original display was reinstalled and again the touchscreen was not responsive.